Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the omnipod 5 system delivered an additional 15-16 units of insulin during air travel. The patient blood glucose level dropped from 160 mg/dl to 50mg/dl. As treatment, a total of 44 grams of carbohydrates were consumed by the patient to counteract the hypoglycaemia during and immediately following the event (oreo cookies and glucosprint plus); insulin delivery was initially manually paused before the pod was removed from the patient completely. Upon inspection of the pod, it was noted that the reservoir appeared empty despite the omnipod system estimating that the pod had 19 units remaining. No medical assistance was required.